Manufacturer narrative:
The reported event of failure to connect to the device was not confirmed. As received, only the distal portion of the lead was returned for analysis. Electrical testing was normal. Visual and x-ray inspection of the lead found no anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-46812. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be connected to the pacemaker. The header of the pacemaker had also detached after several attempts to connect. The pacemaker and the rv lead was removed and replaced during the procedure. The patient was in stable condition throughout.